Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to noise. Technical services (ts) reviewed an electrogram (egm) strip and determined that the noise was present on all three channels which resulted in oversensing and inappropriate atp. It was noted that this was likely due to electromagnetic interference (emi). No adverse patient effects were reported. Currently, this crt-d system remains in service.